Event description:
It was initially reported that the patient had high impedance. The generator was not turned off when the high impedance was seen. X-rays were taken but will not be sent to the manufacturer for review. There was no believed manipulation or trauma that contributed to the high impedance. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
On (B)(6) 2013, the physician called and stated that he was with the patient and system diagnostics showed high impedance. The physician said the patient is doing fine and he is afraid of disabling the device, despite the high impedance, because the patient had bad seizures without the vns.

Event description:
It was reported on 07/17/2015 that the patient was referred for surgery. Although surgery is likely, it has not occurred to date.